Event description:
During an appendectomy procedure, staples fell into the abdomen and did not staple the tissue. Bleeding occured, but no transfusion was necessary. There was no patient consequence. The case was completed with another device of the same product code.